Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Unit is not getting hot. Replaced cable handpiece due to damaged pins. Replaced red tube, water filter and white knob. Tested unit to manufacturing specifications.

Event description:
While using a g137 scaler, the handpiece and tips were getting hot; no injury resulted.